Manufacturer narrative:
The customer subsequently installed a new instrument power supply, provided by immucor, to resolve the shorted condition on (B)(6) 2018. The customer discarded the old power supply in question, so it could not be investigated. (B)(4).

Event description:
On 13jun2018, it was determined that an event from (B)(6) 2018 that involved an equipiment electrical shock to a user was reportable.